Event description:
The complainant reported that a patient with acute myocardial infarction and cardiogenic shock was implanted with a impella cp for mechanical circulatory support. During transport, a registered nurse was instructed to apply manual pressure to the access site due to a developing hematoma and was kneeling on the patient's bed. Subsequently, the patient developed hypotension, accompanied by both a suction alarm and a purge system open alarm on the impella console. Troubleshooting revealed that the purge system side arm had become lodged between the bed railing, as reported by the nurse, and had fractured into two pieces. A 5 french micropuncture sheath was inserted into the damaged purge tubing to restore flow to the catheter. During this maneuver, the impella catheter migrated proximally and retracted into the aorta. Despite repositioning attempts, the patient's condition deteriorated and the patient expired.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention, section: cleaning, ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Manufacturer narrative:
The investigation of purge leak ¿ pump, positioning issues, and low pump flow has been completed. The impella device was not returned for evaluation. The cause of the issue was a leak from the sidearm but the exact location of the leak was unknown. Logs show pump was set to p9 but could not reach desired flows and was at p2 to p6 range. There were no motor current spikes. There were no positioning issues or alarms before low pump flow onset but an 'impella position in ventricle' that soon resolved occurred. No other devices or patient condition issues were noted. The root cause of the positioning issue and low pump flow was not determined as limited clinical information was provided.